Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported sound cuts out when he opens his mouth to speak and he has to open his mouth again for sound to resume. He reported the sound is fantastic, when it works. The intermittent sound does not happen with every jaw movement, but seems to occur at random. Vibrant clinical support has been contacted for assistance. The clinician stated that additional surgery is not an option for this user.

Event description:
The user reported sound cuts out when he opens his mouth to speak and he has to open his mouth again for sound to resume. He reported the sound is fantastic, when it works. The intermittent sound does not happen with every jaw movement, but seems to occur at random. Despite being requested no further information has been received as of 19.dec.2022.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determined an exact root device investigation of the explanted would be necessary. No information on possible further steps has been received.